Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and another manufacturer's right ventricular (rv) lead presented to the emergency room with complaint that they felt like they were going to pass out. A remote interrogation was attempted, however, was unsuccessful. A programmer interrogation was then performed and noted that the device was in safety mode. Oversensing and pacing inhibition for greater than 2 seconds of asystole was observed. The patient is pacemaker dependent. It was noted that the patient had a gastric stimulator implanted several months ago and the physician questioned if the stimulator could have been involved. The stimulator was programmed off and pacing inhibition continued to be observed. Boston scientific technical services (ts) recommended device replacement. An invasive procedure was performed. The pacemaker was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.